Event description:
It was reported that the patient was experiencing inadequate stimulation and overstimulation from the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 7160128. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7160128. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4).